Event description:
It was reported that the patient stopped feeling stimulation about a week prior to report. The patient normally felt it in the vaginal area and they could not feel it at the time of report. The patient stated that the stimulation stopped suddenly. The patient changed the batteries in their programmer twice and they confirmed they were at 5.4 volts. The patient had increased the stimulation from 2.7 volts to 5.4 volts and they were not feeling stimulation. It was stated that the patient switched from program 1 to program 2 at 5.1 volts and the patient did not feel stimulation. The patient then tried to increase to 6.0 volts and felt no stimulation. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. The patient stated that their concern was that the device didn¿t stop bowel leakage every time after exercise. The patient had an appointment scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va06ydz, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).